Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) and dual 8-contact leads implanted in (B)(6) 2017. The patient reported an inability to charge the ins since they went abroad the week of (B)(6) 2017. Previously, there were no issues with charging and the patient went on holiday with the ins fully charged. The patient's husband reported the charge had never gotten past two bars on the remote control when trying to charge on holiday after two days. The patient's remote control now had a "?" Near the ins charger symbol. The patient did go through the airport security scanners as she was informed it wasn't a problem and that they could do so. There was no electromagnetic interference alleged. The patient was not able to use the spinal cord stimulation. Additional information from the healthcare professional via the manufacturer representative reported that diagnostics included a new charger and different clinician programmer. The cause was determined: the battery had flipped. The patient was sent to theatre as the battery had flipped. The battery was now working and the issue was resolved.